Event description:
Patient reported allergic type reaction after the atrium c qur mesh was applied during a laparoscopic incisional hernia repair with mesh. Patient reported knee pain and rash which was addressed with prednisone.